Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, after the end test button was pressed, this programmer/recorder/monitor (prm) took four seconds to end the manual left ventricular (lv) threshold test that was in progress. During this time, the resulting loss of capture led to the patient having a near-syncopal episode. Pacing inhibition of up to three seconds was reported. This prm remains in service. Boston scientific technical services (ts) discussed other ways to end testing. This prm was returned for analysis. The implanted system remains in service.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than a scratched external housing, which was replaced. The programmer performed normally throughout all tests.